Manufacturer narrative:
Product event summary: manufacturer's analysis indicated that the programmer's stylus connector was broken and therefore the stylus was replaced and calibrated. It was also indicated that the handle covers were broken, the latch on the media bay door was bent, a plastic standoff was broken, the upper hinge plate was scratched, and a label was missing. These parts were replaced and the programmer passed final functional and system tests.

Event description:
The radiofrequency head was returned for an exchange and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.